Event description:
On (B)(6) 2009, pt reported while she was trying to retract the piston rod on her infusion device, the piston rod became stuck and the infusion device displayed an e10 (cartridge error). Had her install another battery and she stated the same thing occurred. Pt reported the infusion device was making a grinding noise while attempting to retract the piston rod but the piston rod was fully retracted and the infusion device gave another e10 (cartridge) error. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.